Event description:
It was reported that patient experienced pain at ipg site and the ipg was eroding through the skin. Surgical intervention was undertaken where in the ipg was repositioned to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: b5: describe event or problem.

Event description:
It was reported that patient experienced pain at ipg site and the ipg was eroding through the skin. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue.